Event description:
Report received of patient experiencing systemic baclofen overdose effects. Patient had a refill on friday afternoon. Pump residual volume-expected 2.7 ml, actual 2.3 ml. Hcp injected 18 ml of 500 mcg/ml lioresal. Hcp was concerned about the placement of the needle as had not felt as much resistance as usual going thrugh the septum though fluid return was consistent with expected volume. Hcp was unable to aspirate drug contents from pump reservoir. In 15 to 20 minutes the patient became drowsy and progressed to resiratory depression and intermittent diminished level of consciousness. Patient required endotracheal intubation and ventilatory assistance. Pump was shut off. By late evening the patient was stabilized. X-rays were taken to note position of the catheter to rule out catheter puncture during the refill. Access of the pump reservoir yielded 3 ml. - consistent with diagnosis of pocket fill. Pump was filled and programmed - aspiration confirmed location of drug in the pump. Patient was doing fine - alert and talking by saturday evening and was discharged on sunday.